Event description:
It was reported that the customer had issues with her insulin pump and sensor. The customer also mentioned she required medical attention/hospitalization within the last 90 days. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.